Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for investigation; however the customer did provide log files to technical support for review. Technical support recommended replacing inspiration block since the testing indicated and issue with the pressure limiter. The customer advised that the issue was resolved with the replacement of the inspiration block. The customer's reported issue was unable to be confirmed.

Event description:
B5: additional information received indicates that the customer was able to provide logfiles for further investigation.

Event description:
It was reported that the device exhibited tf 389 ¿ no o2 dosing possible. There was no patient involvement reported.

Manufacturer narrative:
File identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.